Manufacturer narrative:
Device available for evaluation: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-jul-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 26-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, the patient (pt) reported via the manufacturer representative (rep) that they were not getting enough back relief. When the rep asked the pt where he needed more relief they said their lower right back and a little on the left. The rep advised the pt that the implanted neurostimulator (ins) was put in for left low back and leg pain. Pt acknowledged understanding and states they were getting relief where he needed until the last several weeks. Pt stated that when they saw the rep on (B)(6) 2021, they did not remember to tell the rep that they fell out of a camper and hit the running boards on his right side. Pt did not remember the date of the fall. The rep was unable to get stimulation in the exact area the pt needed it, but the pt stated it was in the vicinity. Pt was given a new a and c program to try. Impedances were checked and found to be within normal limits. The pt was going to try new the programs and if no relief, they were to follow up with their doctor to get an x-ray and consult. Additional information was received on 2021-jul-15. The rep reported that on (B)(6) 2021, a lead revision was performed because the leads had moved from the top of t8 to the top of t7. The lead revision involved pulling the leads back down to the top of t8 and re-anchoring them. No leads were removed or replaced.